Event description:
It was reported that one day post implant the leadless implantable pulse generator (ipg) exhibited high thresholds. The leadless ipg was repositioned in the patient, programmed off and replaced by a transvenous ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.